Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of concomitant medical products:¿ information references the main component of the system. Other relevant device(s) are: product ID: bi71000852, lot/serial #: unknown) the manufacturer representative went to the site to test the imaging system. The 4.7 vdc on the power supply measured from the j3 pins 1-8 on the generator control board. After disconnecting and reconnecting the connector the voltage increased with 0.3 vdc. After a minor adjustment on the potentiometer the voltage became 5.10 vdc. The generator control board had an empty cmos battery that had to be replaced. The time/date were reset and the issue was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the system doesn't perform 3d and was stuck on "system booting, please wait". This occurred during training when the issue occurred and the machine wasn't booting up. The next step was to performed troubleshooting. They found that the generator cmos board was empty and that the power supply voltage was 4.7 vdc. The cmos battery needed to be replaced, disconnected and reconnected the power supply connector and adjusted the voltage to 5.10 vdc. No patient was present at the time of the event.